Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) displayed a warning message that indicated a possible device malfunction had occurred. The patient reported that inappropriate shocks were delivered.